Event description:
It was reported via repair work order that the cot is not locking to the fastener rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.